Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator won't shock and showed the message "no shock deliver". There was no pt involvement.